Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site, resulting in extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed april 14, 2014.